Event description:
The first of two reports from the same facility involving the same product, different serial number. Initially cusa consoles and 2 cusa handpieces were reported as having "no cavitation'. The hospital staff reported that "the amplitude was dropping back to 10% and not functioning as expected and that it was a "particularly tough tumour". A curved extended tip was used for the surgery. The patient was not injured, however it caused a delay of at least 15 minutes. The patient did have a 'very hard tumor' and the did have trouble removing the tumor with the cusa resulting in various tips being used (one was the c4611s). (Unable to get information about which other cusa tips were used). The surgeon used another manufacturer's product. The outcome of removing the tumor with the other product was unknown.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.